Event description:
The facility reported two caregivers were bathing the resident with one on the left and one on the right. They turned the resident to the side to dry off his back and the side rail gave way. One caregiver was able to grab hold of the resident and prevent him from hitting the floor. Abrasion on right arm and elbow. Complained of neck pain, right clavicle pain, and arm pain.

Manufacturer narrative:
An investigator examined the device and found it in poor condition. Both leg covers were broken. All of the rails and scratches and paint missing, one was bent. The castors had hair and debris in them. One end cap was missing. The foot support was rusted. The stretcher had heavy mold and the mattress had stains, was torn and the bottom had heavy mold and mildew. The root rail was rusted. The bent side rail prevents one of the latches from locking. The shipping plug was still installed, and the breather had not been installed. All other functions were good. The event was recreated such that the rail can be raised and weight applied to the rail and it will fall. The MFR has concluded the root cause to this event is both user error and lack of maintenance. The product was in need of a svc/technical check. Both safety catches must lock. The operating and product care instructions state to weekly examine the shower trolley for damages and to annually exchange the safety catch. Most likely this has not been done. The MFR recommends retraining to the requirements of the opi and replacement of worn/damaged parts.